Event description:
It was reported that a homechoice device experienced a system error 2267 (air in line/set) alarm. The technical services representative assisted the patient to clear the alarm and end therapy. The patient would complete therapy by starting over with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.